Event description:
It was reported during the stenting of the left renal artery one of the four ostial pro legs became detached from the cylinder body and migrated distally into the peripheral vascular bed. Attempts to retrieve the detached leg were unsuccessful. The case was successfully completed using the remaining three legs of the ostial pro to accurately place the stent. Pt is fine. No further complications to report.

Manufacturer narrative:
This is the 2nd leg failure that has occurred on the ostial pro and the 1st on lot # 2009-09-05. The leg brittleness is suspected to be the result of hydrogen embrittlement, which can potentially be introduced through the electropolishing and electroplating steps in the manufacturing process. Currently, an ongoing investigation of the leg brittleness issue is taking place. All lots produced since this defect was identified, have been 100% inspected (fatigue tested) to identify brittle parts.